Event description:
It was reported that an ilet pump exhibited a touchscreen malfunction in which the device could be unlocked but the display remained unresponsive, and the user was guided to restart via the mobile app without resolution; a replacement pump was arranged and instructions provided for shutdown to prevent further alerts, data sync to the mobile app, return of the device, and that prior ilet data would not transfer to the replacement. Symptoms included no adverse health effects reported. Outcomes included no impact to health and continuation of glucose monitoring using the dexcom app or receiver. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed persistent screen nonresponsiveness after restart. It was concluded that the device experienced a touchscreen failure and replacement was warranted.